Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient sustained injuries but does not provide any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient sustained injuries but does not provide any specifics. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.